Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas and the reported aortic insufficiency could not be conclusively established through this evaluation. Multiple attempts for additional information, including product-identifying information, were sent to the customer; however, no further information has been provided at this time. No product available for investigation. The heartmate 3 lvas IFU, revision a is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient developed aortic insufficiency 3 months post heartmate 3 implant, and they had no prior history of aortic valve disease.

Manufacturer narrative:
A1, a4: patient initials and weight requested but not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.